Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: the complainant reported that the infusion pump alerted for micro bubbles. A total of two (2) units packed red blood cells (prbc) were being given which took at least three (3) hours for each unit instead of two (2) hours for each unit as per the doctor's order because of continuous beeping/air bubble alerts. This caused a delay in administration and was time consuming for nursing staff. Reportedly, the lines were changed x 2 for each unit, the pump priming system was used, and the pump was changed x 3 but the issue continued to occur.